Event description:
It was reported that the device battery had excessively discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.